Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned view plate confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument arrived at hospital cracked in half. Product was not sterilized or used in any way during the surgery.